Event description:
It was reported that the implant was removed due to peri-implantitis at the site. Patient will return for a new implant in the future.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review: DHR review was completed for the subject lot number (63872517). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization records (st3362) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.